Event description:
The customer received a blood glucose reading of 124mg/dl on the contour next ez, re-tested on a contour meter and the reading was 69mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the customer has no remaining strips to return for evaluation. Extra strips were sent to her.